Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Insufficient information was provided to determine the specific reasons for the revisions. The report notes that some revisions may have occurred for more than one reason. Reasons for revisions include the following: infection, instability, "all other reasons" (osteoarthritis, acquired leg deformities, etc), aseptic loosening, pain, other mechanical complications, periprosthetic fracture (unspecified), "other complications."

Event description:
In an aaos registry program report for knees where triathlon knees using a metal-backed patella, two groups were analyzed: triathlon knees with metal backed asymmetric patella; triathlon knees with metal backed symmetric patella. 190 revisions of knees with asymmetric patellae were revised for reasons that include the following (the report notes that some revisions may have occurred for more than one reason): infection, instability, "all other reasons" (osteoarthritis, acquired leg deformities, etc), aseptic loosening, pain, other mechanical complications, periprosthetic fracture (unspecified), "other complications."